Event description:
The medical engineer (me) reported to a sales representative that the device annunciated "pressure regulation high" alarm, became inoperative and shutdown. A patient of unknown age, gender, and medical history was on a v60 ventilator (version 2.30; unknown settings and configurations) for an unspecified indication. On (B)(6) 2022 at 3:15 pm, while the device was in clinical use, it annunciated ¿pressure regulation high" alarm, became inoperative and shutdown. As a result, the patient¿s peripheral capillary oxygen saturation (spo2) value decreased to 60% range. The auto-trak+ option was installed on the ventilator at the time of the incident. When the device was rebooted and restarted, it quickly started with the same settings. However, the me replaced the device with another v60 ventilator. No further medical intervention nor delay in therapy was reported. The patient recovered on (B)(6) 2022. The me stated that the patient would always take the mask off and the spo2 often decreased to 50% range. Therefore, the me determined that there was no negative impact from the inoperative device. A device evaluation will be performed by a philips technician in the repair center.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
At the time of the device's inoperability, the patient was in a prone position. The device generated a continuous audible high-pressure alarm, and the same message was also displayed on the screen, then the unit shut down. The auto-trak+ option was installed on the ventilator at the time of the incident. It was unknown if the alarm volume escalation feature was enabled when the reported event occurred. The customer was unable to monitor the pressure. There was no condensation, water droplets, kinks, or obstructions noted within the proximal pressure line. There was only one bacterial filter in use. The sales representative was unable to confirm the ventilator therapy and alarm threshold settings as the device was returned to their sales office after the repair was completed. The customer stated that the patient had delirium and attempted to remove the mask several times, and as a result, the spo2 value dropped to the 60% level. At the time of event resolution, the spo2 level was >60%. The software was confirmed to be version 2.30. The customer provided the following description of the circuit configurations being used: which included the make, model, and sizes: a. Breathing circuit #1 manufacturer: inter surgical, product name: smooth-bor, adult 0.6m single use circuit, code# 50506600 #2 manufacturer: inter surgical, product name: smooth-bor, exhalation port, code# 5804000 #3 manufacturer: inter surgical, product name: automatic water supply chamber, code# 2310000 #4 manufacturer: pacific medico , product name: breezing system (proximal filter) , code# 50506600 #5 manufacturer: makiguchi rubber co.ld, product name: mrc tube 15m #6 manufacturer: japan becton, dickinson, product name: koma filter juni (disk type filter) , code# m1003346 b. Humidifier: manufacturer: i.m., product name: phm-1000, code#70562000 overall, checking, cleaning, test run, and functionality tests were performed, and the reported phenomenon was not duplicated despite a test run. The event log revealed that "vent inoperative error pressure regulation high" (diagnostic code 1009) had occurred on 14-jun-2022 at 2:58 pm. Other than 1009, there was no log that showed an anomaly in the device. The device was checked, but no anomaly was observed. Based on the information provided, philips is unable to confirm the device issue as the symptom could not be duplicated.

Manufacturer narrative:
Device settings included st: 8/4, rr 12, rise, 1, ti 1.0 fio2 100%. At the time of the device inoperability, the patient was in a prone position. The device generated continuous pressure regulation high alarm, and the same message also displayed on the screen, then the unit shutdown. Based on the outcome of device evaluation, no device anomaly was found and full functionality was confirmed. The diagnostic code of 1009 associated with ventilator inoperability is a safety mechanism that triggers the ventilator to shut down to protect the patient from high inhalation pressure.

Manufacturer narrative:
The customer confirmed that there were no kinks in the breathing circuits.